Event description:
On 3/13/2024 an email was sent to intuvie from the distributor asking for hexfile as they observed a flowrate issue where pump needs a flowrate offset of -02% according to the distributor. This issue was found during bench testing and no patient involved.

Manufacturer narrative:
This flowrate issue was observed during calibration done by the distributor. Distributor asked for hexfile and will be sent accordingly.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).